Event description:
While undergoing a CABG, a flame was noted to be coming from the sterile drapes. The flame was immediately contained, however, the pt suffered a 2nd degree burn. Upon further investigation, it was noted that the endoscopic vessel harvesting system had been activated, and the scissor tips were hot. Further, the cabling that attaches to the endoscopic vessel when manipulated (twisted) would activate the vessel.